Event description:
It was reported by the hospital's pharmacist that the customer had been hospitalized and was inquiring about providing customer with insulin. Advised to consult customer's healthcare provider. Customer declined troubleshooting and providing information about hospitalization. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.